Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The customer complained of questionable glucose results for 1 patient tested on an accu-chek inform ii meters with a serial number of (B)(4). At 11:03 am the result from the meter was 455 mg/dl. At 11:04 am the result from the meter was 186 mg/dl. The customer stated that the patient's initial result did not match the symptoms of the patient. The second result was considered believable and treatment was based on the second result. The patient was treated with insulin without any further issues. The customer had no known concerns with storage, handling, or dosing of the test strips. A fresh finger was used for each test. The customer used alcohol to wipe the finger and allows it to dry. The customer wiped away the first drop of blood and used a second drop of blood for the testing. Controls were tested on the same day with acceptable results. The suspected products have been requested for return.